Manufacturer narrative:
(B)(4). Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported that during a knee arthroplasty the device fractured. There was no harm to patient or delay in surgery.

Manufacturer narrative:
The reported event was confirmed as evaluation of the provided picture confirmed that the impactor pad is fractured with two thirds of the pads remaining on the handle. The piece that fractured off cannot be seen on the picture. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.